Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process as well the device was stuck on the prime loop. The blood glucose reading was 177mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with scratched screen, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, and scratched reservoir window.